Event description:
To date there has been no response received to requests of the respiratory therapy manager for event information.

Event description:
The hospital has placed the ventilator into quarantine with no requested evaluation. The respiratory therapy (rt) manager has been contacted multiple times to obtain more event information. No response has been received from the rt manager to requests for more information.

Event description:
The customer reported the following to the manufacturers service engineer (fse): on (B)(6) 2012, sometime during the afternoon hours a respiratory therapist (rt) heard the ventilator alarming and walked into the patient room and found the ventilator circuit was disconnected from the patient. The rt reconnected the patient and didn't report the finding to any staff personnel. Later, at approx. 6 pm, the ventilator began alarming again but there was no staff response at first. At some point, an rt supervisor entered the room due to the ventilator alarming and found the patient circuit disconnected from the patient and the patient expired. The hospital stated the patient disconnected the ventilator circuit again. The hospital asked the fse to show them how to view the time and trending on the ventilator. The fse reported the trending showed a loss of volume and pressure during the first reported disconnect for approx. 6 minutes. The fse reported the trending showed a loss of volume and pressure during the 2nd reported disconnect for approx. 20 minutes. The hospital has placed the ventilator into quarantine with no requested evaluation. The rt manager has been contacted to obtain more event information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Customer has placed device into quarantine. Device quarantined by hospital; manufacturer unable to perform evaluation customer has placed device into quarantine.